Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the dc extension cable had bent prongs. This was discovered prior to it being used on a patient.